Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that interface between pyxis es (enterprise server) and epic (admission/discharge/transfer/medication orders) was down. The technical support specialist (tss) dialed into the carefusion coordination engine (cce) server and identified that all message broker modules (mbms) were stopped with no entries in the transmission control protocol / internet protocol (tcp/ip) section. Logs showed socket errors and service interruptions around the time of a cce reboot or service restart. Restarted cce services, after which mbms started and epic host connections were restored with message processing resumed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, station went down, patient information and pharmacy orders were delayed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.